Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during lobectomy, at the third firing of stapler at the bronchial closure, the staple at the reload root side could not be formed. It was considered that the firing was performed with an angle and the bronchus itself was stiff. The procedure was completed with manual suturing. The extended surgical time was unknown. Patient is still under observation. The device was discarded.